Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 20/may/2024 during follow-up for file (B)(4), fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 after a ¿mechanical¿ fall. An email from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized after a fall on (B)(6) 2024. Per the patient¿s spouse, the patient was taken to the restroom (during treatment) and while transferring the patient back into bed, he fell. The patient reportedly lost the muscle strength in bilateral lower extremities, his arms ¿curled,¿ and he begun gasping for air. The pdrn reported the patient suffered a minimally displaced sub-capital fracture of the proximal right humerus and was treated with a sling. It appears the patient experienced a right leg ¿refractory¿ due to the intake of muscle relaxants (rationale for consumption not provided). It was also reported the patient developed significant somnolence while taking the muscle relaxants, which likely caused the loss of muscle strength and fall. The patient was reportedly scheduled to follow-up with neurology for possible botox injections in the right lower extremity. The patient¿s hospitalization was further complicated due to the patient experiencing encephalopathy (hospital acquired), an episode of acute hypoxemic respiratory failure secondary to hypoventilation (empirically treated for aspiration pneumonia), and a conversion to atrial fibrillation with rapid ventricular response. The cause of these serious adverse events was not provided, however the pdrn reported the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continued to undergo ccpd therapy while hospitalized and was discharged in stable condition on 4/apr/2024. The patient was discharged with a hoyer lift and a follow-up appointment with an orthopedist. Following discharge, the patient resumed utilizing the same liberty select cycler and has recovered from the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of a fall, which resulted in the patient sustaining a proximal humerus fracture. The patient reportedly experienced a right lower extremity refractory due to the consumption of muscle relaxants. Per the pdrn, the patient developed significant somnolence while taking the muscle relaxants, which likely caused the loss of muscle strength and subsequent fall. While hospitalized the patient experienced several serious adverse events including: atrial fibrillation, encephalopathy (hospital acquired), and acute hypoxemic respiratory failure secondary to hypoventilation. While the cause of these serious adverse events was not provided, the pdrn reported none of the serious adverse events reported in this investigation were related to a fresenius device(s) and/or product(s) deficiency or malfunction. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Should additional information become available, the need for a clinical investigation will be re-evaluated and the file will be updated accordingly.

Event description:
On (B)(6) 2024 during follow-up for file (B)(6) , fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 through (B)(6) 2024 after a ¿mechanical¿ fall. An email from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized after a fall on (B)(6) 2024. Per the patient¿s spouse, the patient was taken to the restroom (during treatment) and while transferring the patient back into bed, he fell. The patient reportedly lost the muscle strength in bilateral lower extremities, his arms ¿curled,¿ and he begun gasping for air. The pdrn reported the patient suffered a minimally displaced sub-capital fracture of the proximal right humerus and was treated with a sling. It appears the patient experienced a right leg ¿refractory¿ due to the intake of muscle relaxants (rationale for consumption not provided). It was also reported the patient developed significant somnolence while taking the muscle relaxants, which likely caused the loss of muscle strength and fall. The patient was reportedly scheduled to follow-up with neurology for possible botox injections in the right lower extremity. The patient¿s hospitalization was further complicated due to the patient experiencing encephalopathy (hospital acquired), an episode of acute hypoxemic respiratory failure secondary to hypoventilation (empirically treated for aspiration pneumonia), and a conversion to atrial fibrillation with rapid ventricular response. The cause of these serious adverse events was not provided, however the pdrn reported the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continued to undergo ccpd therapy while hospitalized and was discharged in stable condition on (B)(6) 2024. The patient was discharged with a hoyer lift and a follow-up appointment with an orthopedist. Following discharge, the patient resumed utilizing the same liberty select cycler and has recovered from the serious adverse events.

Event description:
On 20/may/2024 during follow-up for file c-1224839, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 after a ¿mechanical¿ fall. An email from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized after a fall on (B)(6) 2024. Per the patient¿s spouse, the patient was taken to the restroom (during treatment) and while transferring the patient back into bed, he fell. The patient reportedly lost the muscle strength in bilateral lower extremities, his arms ¿curled,¿ and he begun gasping for air. The pdrn reported the patient suffered a minimally displaced sub-capital fracture of the proximal right humerus and was treated with a sling. It appears the patient experienced a right leg ¿refractory¿ due to the intake of muscle relaxants (rationale for consumption not provided). It was also reported the patient developed significant somnolence while taking the muscle relaxants, which likely caused the loss of muscle strength and fall. The patient was reportedly scheduled to follow-up with neurology for possible botox injections in the right lower extremity. The patient¿s hospitalization was further complicated due to the patient experiencing encephalopathy (hospital acquired), an episode of acute hypoxemic respiratory failure secondary to hypoventilation (empirically treated for aspiration pneumonia), and a conversion to atrial fibrillation with rapid ventricular response. The cause of these serious adverse events was not provided, however the pdrn reported the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continued to undergo ccpd therapy while hospitalized and was discharged in stable condition on (B)(6) 2024. The patient was discharged with a hoyer lift and a follow-up appointment with an orthopedist. Following discharge, the patient resumed utilizing the same liberty select cycler and has recovered from the serious adverse events.

Manufacturer narrative:
Correction: b5, initial submission g3 date received by manufacturer date correction: 05/20/2024 (not 03/25/2024).